Manufacturer narrative:
Date of event: the event date was not reported therefore the date was approximated.

Event description:
It was reported via facebook that the patient had a watchman closure device that "shifted" and perforated the aorta and the heart. Emergent repair was performed.